Event description:
A nurse at the user facility reported that during preparation for a therapeutic laparoscopic procedure, when the subject device was connected to the otv-s300 (processor) and turned on, an e226 error code (scope communication error) was displayed. The connection terminal of the endoscope was wiped with alcohol, but this did not resolve the issue. The procedure was completed using another device of the same model. There was no patient/user impact or injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Additionally, a scratch of the bending rubber and chipping of the glue was found; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.